Manufacturer narrative:
The report of pump stop events can be confirmed by the evaluation of the submitted log files. The submitted system controller event log file showed 13 pump stop events, each lasting approximately 3 seconds, followed by the system resuming operation at the set speed. The events in the log file appeared consistent with electrostatic discharge (esd) events. No other unusual events were noted and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further related events have been reported at this time. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 58 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had 3 pump stops on his pump, including low flow alarms and low pis. The patient passed out three times at home on (B)(6) 2019 and continued to complain of not feeling well. Associated low flow alarms were noted and the patient was admitted for further evaluation. The patient was symptomatic with these events and had a computed tomography (CT) scan and a transesophageal echocardiogram (tee). An interrogation of the event log showed 13 pump resets due to electrostatic discharge (esd) between (B)(6) 2019. The pump is designed to automatically reset when subjected to a high static discharge event. The pump did restart promptly as designed and functioned as intended during these events.